Event description:
It was reported that the customer lost consciousness due to low blood glucose at 23 mg/dl. Emergency medical services were dispatched to his home and he was taken to the emergency room, where his low blood glucose was treated with glucose until the patient was stable. The customer felt that a technician he had spoken with previously had given him incorrect instructions that led to this event. Specifically, the customer stated the technician instructed him to connect the reservoir back to the pump while it was connected to his body, causing low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.